Manufacturer narrative:
The front bezel was returned for analysis, but failure investigation is not required. Previous investigations have identified that liquid ingress, due to the variability of the assembly process, causes navigation ring failures.

Manufacturer narrative:
Date of event: (B)(6) 2020, date of report: 10dec2020.

Event description:
The philips field service engineer (fse) found navigation (nav) ring not functioning. The fse confirmed the reported issue. The device did not have patient involvement at the time the issue was discovered, therefore, there was no patient or user harm reported. The fse replaced nav ring to resolve the reported issue.